Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 49 mg/dl. The customer treated low blood glucose value with food. Customer declined troubleshooting for low blood glucose. Customer reported that they did hear the differences between the two audio or sound beep volumes. The insulin pump will not be returned for analysis.